Manufacturer narrative:
This report is filed june 30, 2015.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2015 the device was explanted.

Manufacturer narrative:
(B)(4).